Manufacturer narrative:
(B)(4). Manufacturer/evaluation/investigation in process. Device has been requested. No product returned. Customer complaint could not be confirmed. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that hemochron response coagulation system generated lower than expected act results. The test was repeated on a second instrument and result was more in line with what the operator expected. There was no delay in the procedure. Electric quality control and wet quality control on the instrument passed. No adverse event(s) reported.